Manufacturer narrative:
H10 - one used list# 011-h3210, transfer set w/clave (green ring), 0.2 micron filter, 2 clamps, check valve w/luer lock (lot# 4347821) was received and visually inspected. As received, the inlet filter vent material of the 0.2 micron filter was wetted out with prior infusate solution. The set was primed with water and leak tested. Leakage occurred from the inlet filter vent. The reported complaint of leakage was confirmed. The leakage occurred through multiple locations of the inlet vent material of the 0.2 micron filter. This is due to wetting (saturating) of the vent material by the infusate solution. The probable cause is a temporary or permanent loss of the hydrophobic properties due to the infusate interaction with the vent material during use. A device history review (DHR) of lot# 4347821 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred in the oncology day hospital service and involved a 43 cm (17") transfer set w/clave® (green ring), 0.2 micron filter, 2 clamps, check valve w/luer lock that leaked at the 0.2 micron filter that was observed by the patient 20 minutes after starting an infusion of paclitaxel and a slight contamination of the patient was reported. The device was replaced with no further problems encountered. The leak was cleaned per protocol. There was report of non-protected exposure to chemotherapy, with negative consequences on the operator. There was no serious harm, no medical intervention was required. A delay in therapy was reported as a calculation of the volume administered to the patient was reconstructed by the pharmacy of the treatment lost and the infusion bag had to be prepared again.